Manufacturer narrative:
Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2018, the patient was implanted with a left ventricular assist device as a bridge to heart transplant. On (B)(6) 2018, it was reported that during the implant procedure, the surgeon commented that the connection between the outflow graft and the pump felt exceptionally loose. The collar was tightened by hand and the graft was very easy to spin on the tightened connection. Upon starting the pump, there was a notable separation which occurred and copious blood poured out of it. The graft was removed and a new one was used without incident. No further information was provided at the time of this report.

Manufacturer narrative:
The device returned for analysis. The complaint investigation confirmed the reported issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
The report of a loose purple screw ring can be confirmed based on the evaluation of the returned outflow graft. Examination of the sealed outflow graft revealed that the c-ring was out of place and in the o-ring groove of the graft adapter, preventing a leak tight connection with the pump's outflow. The c-ring, when properly seated within the c-ring groove, secures the screw ring on the graft adapter. The improper placement of the c-ring would have resulted in the separation of the screw ring from the graft adapter, allowing for the reported blood leak. The c-ring, o-ring, and screw ring were examined using a microscope which revealed no evidence of scratches or scoring to suggest that a tool may have been used on the graft hardware during device preparation. The remainder of the hardware was evaluated and also appeared unremarkable. A corrective and preventive action (CAPA) was opened to investigate incidences of heartmate 3 outflow graft c-ring displacement. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date received by manufacturer: corrected information.